Event description:
It was reported that an oily residue was seen on the device during routine maintenance. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.